Event description:
The facility representative contacted baxter to report a colleague infusion pump with a failure code 403:317:871:0000. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During baxter evaluation, the failure code was reproduced during testing causing an interruption of delivery. No additional information is available. The user interface module master software version for this device (B)(4) categorized as remediated.

Event description:
It was reported by service report that the brakes were not holding when the brakes were engaged. No adverse consequences have been reported.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was a defective uim pcb (user interface module printed circuit board). The uim pcb has been replaced.

Manufacturer narrative:
(B)(4). The device has been received by baxter but the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or additional information become available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).